Manufacturer narrative:
Section h10: (h3) based on previous complaint investigations, the broken impactor handle reported in (B)(4) was likely the result of not fully securing the impactor handle to a mating tip, and then impacting off-axis, which led to crack initiation, propagation, and ultimate fracture of the threads on the handle.

Manufacturer narrative:
Pending evaluation. Concomitant medical products: 301-03-01, mdlr broach hndl. 13 + replicator 1.5 stem.

Event description:
As reported, during a shoulder procedure on a 30 y/o male, the final stem 13 + replicator 1.5 were mounted together on a back table assembly. The humeral head, short, 47mm was impacted as well on the back table. This construct was then impacted in the humerus, the stem was stuck 2 cm higher than the cut. During the impaction, the humeral head impactor tip was broken. A femoral head impactor present in the hospital has been consequently used to go on the surgery. Patient was last known to be in stable condition following the event. Devices are to be returned.